Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The battery cap was not returned. A battery compartment was found to be cracked. A test battery cap was able to attach to the pump. The pump booted up to the verification screen with audible and vibratory features. The pump was exercised for 24 hours using a test battery cap. There were no pump reboots duplicated. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.